Event description:
A surgeon reported during intraocular lens (iol) implant surgery, the lens became stuck in the wound. Pt impact is unk. Additional info has been requested.

Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. Both haptics were bent at the gusset/distal areas due to the condition of the returned sample. The optic had loose fibers and particulate. The optic was scratched/marked-rejectable. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage was not mfg related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional info has been requested. (B)(4).